Manufacturer narrative:
Results of investigation: the device, intended for use in treatment, was returned for evaluation. A visual inspection confirms a piece of the green cam arms is missing from the device. The broken piece was not returned with the device. This device was manufactured in 2017. This device shows significant signs of wear/usage. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during an office inspection the femoral implant impactor was found to be broken and in need of replacement. No case related therefore no patient involved.

Event description:
It was reported that during an office inspection the femoral implant impactor was found to be broken and in need of replacement. No case related therefore no patient involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.